Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. The customer burned himself a bit with thermacare back [thermal burn] . Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration not known) from an unknown date for an unknown indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient burned himself a bit with thermacare back. He received an ointment from the pharmacy for relief. Action taken with thermacare heatwrap and the outcome of the event was unknown. The sample status was not available as the product was discarded. Per the product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (07may2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Amendment: this follow-up is being submitted to amend previously reported information: fu date corrected from 07may2017 to 07may2018. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (20dec2019): new information received from product quality complaint group includes that the lot number was not known and no sample was available. Product discarded by complainant. Follow-up (08jan2020): new information received from product quality complaint group includes investigation information. Follow-up (10mar2020): this follow-up report is being submitted as a final reportable MDR. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] the customer burned himself a bit with thermacare back [thermal burn] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration not known) from an unknown date for an unknown indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient burned himself a bit with thermacare back. He received an ointment from the pharmacy for relief. Action taken with thermacare heatwrap and the outcome of the event was unknown. The sample status was not available as the product was discarded. Per the product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (07may2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Amendment: this follow-up is being submitted to amend previously reported information: fu date corrected from 07may2017 to 07may2018. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (20dec2019): new information received from product quality complaint group includes that the lot number was not known and no sample was available. Product discarded by complainant. Follow-up (08jan2020): new information received from product quality complaint group includes investigation information. Follow-up (10mar2020): this follow-up report is being submitted as a final reportable MDR. Follow-up attempts are completed. No further information is expected. Follow-up (15apr2020): this follow-up report from product quality complaints is being submitted to provide corrected mir data., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Event description:
Event verbatim [preferred term] the customer burned himself a bit with thermacare back [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient burned himself a bit with thermacare back. He received an ointment from the pharmacy for relief. The action taken with thermacare heatwrap and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07may2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Amendment: this follow-up is being submitted to amend previously reported information: fu date corrected from 07may2017 to 07may21018. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] the customer burned himself a bit with thermacare back [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number and expiration not known, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient burned himself a bit with thermacare back. He received an ointment from the pharmacy for relief. The action taken with thermacare heatwrap and the outcome of the event was unknown. The sample status was not available as the product was discarded. Additional information has been requested and will be provided as it becomes available. Follow-up (07may2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Amendment: this follow-up is being submitted to amend previously reported information: fu date corrected from 07may2017 to 07may21018. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (20dec2019): new information received from product quality complaint group includes that the lot number was not known and no sample was available. Product discarded by complainant. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
The customer burned himself a bit with thermacare back [thermal burn]. Case narrative: this is a spontaneous report from a contactable pharmacist. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number and expiration not known, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient burned himself a bit with thermacare back. He received an ointment from the pharmacy for relief. The action taken with thermacare heatwrap and the outcome of the event was unknown. The sample status was not available as the product was discarded. Per the product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (07may2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Amendment: this follow-up is being submitted to amend previously reported information: fu date corrected from 07may2017 to 07may2018. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (20dec2019): new information received from product quality complaint group includes that the lot number was not known and no sample was available. Product discarded by complainant. Follow-up (08jan2020): new information received from product quality complaint group includes investigation information. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out.

Event description:
The customer burned himself a bit with thermacare back [thermal burn]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient burned himself a bit with thermacare back. He received an ointment from the pharmacy for relief. The action taken with thermacare heatwrap and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07may2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out. Amendment: this follow-up is being submitted to amend previously reported information: fu date corrected from 07may2017 to 07may2018. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out.